Event description:
Reported event of displacement requiring reoperation from journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem". V.m. Launay-savary, et al (2008) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the prod for analysis as well as indicate the prod serial number, date of event, implant date and explant date. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the prod at this time. Therefore, no analysis or testing has been done. Device labeling: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."